Event description:
Anatomy of iliac arteries were calcified and tortuous. Due to the severity of tortuosity and calcification in the right iliac artery, the physician elected to advance the zenith main body graft into the aorta via he left femoral artery. Main body graft was advanced without any problems and an angiogram was performed to visualize the positioning of the graft in relation to the renal arteries. Contralateral limb was deployed, and an attempt to cannulate the contralateral limb proved unsuccessful after an hour of multiple attempts. Physician was unable to gain wire access up into the aneurysm sac due to the extreme tortuosity. Alternative methods of cannulation were considered, but not attempted. Pt ws converted to an open procedure to treat the abdominal aortic aneurysm. The aorta was clamped off, dilator tip of the delivery system was pulled out through the open incision in the abdomen; then wire cutters were used to clip and cut the delivery system for removal of the distal portion of the introducer through the common femoral artery.